Manufacturer narrative:
The customer provided stryker with patient information and confirmed that no electronic patient records are available.

Event description:
The customer contacted stryker to report that their device experienced multiple unexpected losses of power, during patient monitoring. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Event description:
The customer contacted stryker to report that their device experienced multiple unexpected losses of power, during patient monitoring. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customers device and was unable to duplicate and verify the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Root cause is unable to be determined.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device experienced multiple unexpected losses of power, during patient monitoring. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.